Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was received for evaluation, but analysis is still in process and will be forwarded when available. We did receive performance data collected from the device and have analyzed the data. Data analysis indicates that the device reached eri in less than two years. Actual longevity is < 80% of 99.9% longevity limit. Analysis of the device did not reveal any abnormal results. There was no evidence of an internal mechanism that would have cause premature depletion. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.